Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on 05/15/2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. The receiver was unable to pair with the first transmitter. Patient performed a paperclip reset and the issue was not resolved. Advised patient to use another transmitter and the transmitter worked. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the receiver was not returned for evaluation. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5211575) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed and the test passed. The reported event of a loss of connection was not confirmed. A root cause could not be determined.